Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02168.

Manufacturer narrative:
Evaluation results: as received, the ipg had no visual anomalies on the can. A microscopic inspection revealed an overstressed top septa. Fluid intrusion and discoloration in the header ports was observed. The ipg failed initial performance testing and a leakage path was observed in the top septa port. The reported complaint was confirmed; ineffective stimulation could be caused by a leak in the ipg septa port(s). Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.